Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2021, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that while a general surgeon was removing an abscess from the patient (noted as unrelated to the ins device), the lead became detached from the ins battery. No diagnostics or troubleshooting were none to have been performed for the issue. As an action taken, the patient¿s managing physician was called in and they decided to remove both the lead and the ins battery. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.